Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) unit was being moved to another storage place, the screen column was disconnected from the fixing seat at the bottom of the screen. There was no patient involved reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. It was reported by customer during the process of pushing cardiosave intra aortic balloon pump (iabp), the screen column was disconnected from the screen bottom holder. Event occurred when the unit was being moved to another storage place. Response received as third-party maintenance, this order can be closed. No more further information available.no response was provided, the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.